Manufacturer narrative:
Stryker advised the customer to remove their device from service and to replace due to age and end of life of product. The device was returned to the customer for use. The device was not returned to stryker for evaluation. Device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-01004) indicates: additional mfg narrative type ¿ stryker advised the customer to remove their device from service and to replace due to age and end of life of product. The device was returned to the customer for use. The device was not returned to stryker for evaluation. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-01004) should indicate: additional mfg narrative type ¿ stryker advised the customer to remove their device from service and to replace due to age and end of life of product. The device was not returned to stryker for evaluation. Additional information: since the device was not returned to stryker for evaluation, the root cause could not be determined. However, it is likely due to end-of-life as the device was manufactured in 2002.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.